Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+1.5/101 (sphere/cylinder/axis) got caught in the cartridge and was damaged during loading. This occurred on (B)(6) 2021. The cause of the event is reported as unknown. An alternate lens was implanted on the same date and the problem is resolved.